Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced erroneous results. This event occurred once. The following information was provided by the initial reporter. The customer stated: we have a study that are getting inaccurate results and are looking into all possible ways to alleviate/explain them. (B)(6) 2022/pw additional information from task regarding reported erroneous results: "I do not have all the answers this is from a study that are seeing negative results for a test when it should be positive. We at eurofins do not believe that it is the tubes, we have had no complaints from any of our other studies. I am more interested in information regarding the transportation of these tubes and any testing that has been done to show that they do not need to be transported under any specific temperature conditions.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced erroneous results. This event occurred once. The following information was provided by the initial reporter. The customer stated: we have a study that are getting inaccurate results and are looking into all possible ways to alleviate/explain them. 15dec2022/pw additional information from task regarding reported erroneous results: "I do not have all the answers this is from a study that are seeing negative results for a test when it should be positive. We at eurofins do not believe that it is the tubes, we have had no complaints from any of our other studies. I am more interested in information regarding the transportation of these tubes and any testing that has been done to show that they do not need to be transported under any specific temperature conditions.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer has reported no specific analyte that is at issue. Their inquiry/concern is regarding temperature pf product storage. The IFU (instructions for use) for this product family recommends storage of this product at 4 to 25 degrees centigrade. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.